Event description:
On 15 july 2025, senseonics was made aware of an incident where user experienced sensor inaccuracy. No injury or medical intervention was reported.

Manufacturer narrative:
User reported an event where the cgm showed results that are different from glucometer measurements. The case was escalated to the next level of support for additional review. Based on additional review, user was advised to perform a sensor re-link. After sensor re-link, calibrations entered during the initialization phase fit sensor glucose well. User was encouraged to continue using the system and to calibrate when requested. Upon review of the dms, user is actively using the system and expressed the issue has been resolved.